Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament was calibrated during the svc call.

Event description:
The customer reported that the 9800 sys had a cine problem. No pt injury was reported.